Event description:
It was reported that during routine follow-up of the cardiac resynchronization therapy defibrillator system, episodes of noise with oversensing and pacing inhibition were observed. The patient experienced a few seconds of asystole, though no symptoms were noted. The noise was not reproducible and was thought to be related to myopotentials. Lead electrical parameters were all in normal range. The right ventricular lead was successfully abandoned and replaced. No additional adverse patient effects were reported.